Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the acu cable to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a defective acu cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a non-recoverable fault mid-procedure. The customer was required to use an instrument release key on a needle driver instrument and remove the other instruments to reboot the system. The customer was able to reseat the instruments and continue the case. The technical support engineer confirmed an error 40067 in the system logs. The procedure was completed with no reported injury.